Event description:
During the withdrawal process, the needle punctured the tubing resulting in a needle stick injury to the clinician.

Manufacturer narrative:
The sample is not available for the investigation. Upon completion of the investigation, a supplemental report will be submitted. (B)(4)